Manufacturer narrative:
Product analysis motor was shorted and confirmed motor excessive heat and observed in 1 minute temp:point1:117°f, point2:120°f and point3:116°f ambient temp(f)75 and speed 60159; couldn't pass hi-pot and too dirty if information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece was getting hot during operation. There was no patient impact.